Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to flattened dome switch on one of the buttons (creased). Unable to test for motor error alarm, other error alarms or bolus stopped alarm due to no button response. The motor passed motor test. The insulin pump had partially detached end cap, minor scratched display window, scratched case, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that insulin was squirting out while the customer was priming the infusion set. The customer stated that the end cap under the piston, outside of the insulin pump, was loose and sometimes the piston did not work properly. The customer's blood glucose was 65 mg/dl. Troubleshooting was performed with a new infusion set and insulin kept dripping out. In the alarm history of the insulin pump there were alarms present for motor error, button error, bolus stopped and other errors. The discontinuation of the device was advised. Nothing further was reported.